Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system refill reports were not accurate. A technical support specialist (tss) dialed into the device server and validated the report services. The tss found that the health sight viewer (hsv) showed extract transform load (etl) process delayed and that the report data was not current. They verified the server report and ran a query from knowledge article (ka) "medes - etl arithmetic overflow error converting identity to data type int". Tss followed the recommended steps, monitored the etl process, and confirmed that it was running successfully again. They then checked hsv and found no further errors. All report related services were restored and returned to normal, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, refill reports were inaccurate and did not prompt refills. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.